Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2015-01900 and 2134265-2015-01901. It was reported that automatic pullback failure has occurred. During a percutaneous coronary intervention, an atlantis¿ sr pro² was used in conjunction with a motor drive unit to diagnose an unknown target lesion. The physician connected this device to a md5 and pushed the start button to perform pullback, however the automatic pullback failure has occurred. The procedure was completed with another of the same catheter. No patient complication reported and the patient's condition is good.

Manufacturer narrative:
Device returned to MFR: the device was returned for evaluation. Examination of the returned device revealed one hub wing was bent when the device was received. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. The telescope assembly was able to properly pull back, advance, or retract. By using a test pullback sled assembly, the catheter was able to properly pull back manually and automatically. The sled was not returned with the catheter the test was performed with a control sled in the complaint lab. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2015-01900, 2134265-2015-01901, 2134265-2015-02155, 2134265-2015-02156 and 2134265-2015-01794. It was further reported that two catheters were not able to perform pullback and only one motor drive unit and one sled was used in the procedure.